Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic cramping / cramping like grabbing and open wound and squeezing hard / pelvis pain"), caesarean section ("c-section"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and internal haemorrhage ("internal bleeding") in a (B)(6) female patient (gravida 4, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2010. The patient's past medical history included multigravida, parity 2 ((B)(6) 2000, (B)(6) 2003) and headache. Previously administered products included for an unreported indication: mirena from 2003 to 2008. Concurrent conditions included nickel sensitivity. Concomitant products included medroxyprogesterone acetate (depo-provera) on (B)(6) 2008 for contraception. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("abdominal pain / abdominal cramping, like grabbing an open wound and squeezing hard / lower abdomen pain"). In 2009, the patient experienced the first episode of back pain ("back pain/ sharp, quick -low back pain"). In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced the second episode of back pain ("lower back pain since delivery") and muscle spasms ("cramping"). In (B)(6) 2014, the patient experienced internal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient underwent caesarean section (seriousness criterion medically significant), menorrhagia ("heavy period / excessive bleeding with large clots / unbearable periods with clots"), anxiety ("worried"), allergy to metals ("contained slightly just a little bit of nickel and it affected my health"), weight increased ("weight gain"), fatigue ("chronic fatigue"), nausea ("nausea"), alopecia ("hair loss"), depression ("depression"), hypertension ("hypertension / high blood pressure "), anaemia ("anemia "), dental caries ("teeth rotted"), visual impairment ("visual changes "), abdominal distension ("bloating / swollen abdomen with no relief"), headache ("headaches/ head pain"), mood swings ("mood swings"), migraine ("migraines ") and hypersensitivity ("hypersensitivity reaction to nickel"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with lisinopril, metoprolol, bupropion (wellbutrin), fluoxetine hydrochloride (prozac) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2014. In (B)(6) 2010, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, menorrhagia, the last episode of back pain, weight increased, fatigue, nausea, alopecia and abdominal distension had resolved, the caesarean section, anxiety, allergy to metals, abdominal pain lower, depression, hypertension, anaemia, dental caries, visual impairment, mood swings, migraine, internal haemorrhage and hypersensitivity outcome was unknown, the muscle spasms outcome was unknown and the headache was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2010. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, caesarean section, dental caries, depression, fatigue, headache, hypersensitivity, hypertension, internal haemorrhage, menorrhagia, migraine, mood swings, muscle spasms, nausea, pelvic pain, visual impairment, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter commented: baby was tested positive for down's syndrome among other events (baby case # (B)(6)). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2009: tubes occluded. Pregnancy test - in (B)(6) 2010: positive . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: patient¿s demographics updated. Medical history and concomitant medication added. Essure insertion/removal dates updated. Events added: pain, back pain/ sharp, quick -low back pain, abdominal pain / abdominal cramping/ cramping, like grabbing an open wound and squeezing hard-lower abdomen pain, excessive bleeding with large clots, weight gain, chronic fatigue, nausea, hair loss, depression, hypertension/ high blood pressure, anemia, teeth rotted, visual changes, bloating / swollen abdomen with no relief, headaches/ head pain, mood swings, pelvic cramping/ cramping, like grabbing an open wound and squeezing hard-pelvis pain, migraines, internal bleeding, hypersensitivity reaction to nickel. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0041) on 11-jul-2012. The most recent information was received on 30-aug-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic cramping / cramping like grabbing and open wound and squeezing hard / pelvis pain"), caesarean section ("c-section"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and internal haemorrhage ("internal bleeding") in a 21-year-old female patient (gravida 4, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2010. The patient's past medical history included multigravida, parity 2 ((B)(6) 2000, (B)(6) 2003) and headache. Previously administered products included for an unreported indication: mirena from 2003 to 2008. Concurrent conditions included nickel sensitivity, swelling of feet, trisomy 21 and uterine leiomyoma since (B)(6) 2014. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2008 for contraception. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("abdominal pain / abdominal cramping, like grabbing an open wound and squeezing hard / lower abdomen pain"). In 2009, the patient experienced the first episode of back pain ("back pain/ sharp, quick -low back pain"). In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced the second episode of back pain ("lower back pain since delivery") and muscle spasms ("cramping"). In (B)(6) 2014, the patient experienced internal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient underwent caesarean section (seriousness criterion medically significant), menorrhagia ("heavy period / excessive bleeding with large clots / unbearable periods with clots"), anxiety ("worried/mental anguish"), the first episode of allergy to metals ("contained slightly just a little bit of nickel and it affected my health"), weight increased ("weight gain"), fatigue ("chronic fatigue"), nausea ("nausea"), alopecia ("hair loss"), depression ("depression"), hypertension ("hypertension / high blood pressure"), anaemia ("anemia"), dental caries ("teeth rotted"), visual impairment ("visual changes"), abdominal distension ("bloating / swollen abdomen with no relief"), headache ("headaches/ head pain"), mood swings ("mood swings"), migraine ("migraines") and the second episode of allergy to metals ("hypersensitivity reaction to nickel"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with lisinopril, metoprolol, bupropion (wellbutrin), fluoxetine hydrochloride (prozac) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2014. In (B)(6) 2010, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, menorrhagia, the last episode of back pain, weight increased, fatigue, nausea, alopecia and abdominal distension had resolved, the caesarean section, anxiety, abdominal pain lower, depression, hypertension, anaemia, dental caries, visual impairment, mood swings, migraine, internal haemorrhage and the last episode of allergy to metals outcome was unknown, the muscle spasms outcome was unknown and the headache was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2010. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, anxiety, caesarean section, dental caries, depression, fatigue, headache, hypertension, internal haemorrhage, menorrhagia, migraine, mood swings, muscle spasms, nausea, pelvic pain, visual impairment, weight increased, the first episode of allergy to metals, the first episode of back pain, the second episode of allergy to metals and the second episode of back pain to be related to essure. The reporter commented: baby was tested positive for down's syndrome among other events (baby case # (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: tubes occluded. Pregnancy test - in (B)(6) 2010: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-aug-2018: quality-safety evaluation of product technical complaints. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.